Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device revealed the locking mechanism is missing. The investigation could not identify a root cause for the missing balseal spring without the spring component to examine. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4).

Event description:
It was reported that the spacer block missing bal springs.